Event description:
Libre 3 plus glucose reader was showing low blood sugar, and I decreased the amount of medicine I was taking and kept eating to increase my blood sugar for over a week. Then took actual blood reader to confirm the same level, but libre was reading 65 and actual test was over 400. I've been having many issues since then.